Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. The ra lead was surgically abandoned. No additional adverse patient effects were reported.